Event description:
In 1998, the patient underwent surgery to correct sternal deformity. Two pectus support bars and stabilizers were implanted. While swinging a golf club, on bar became dislodged, requiring revision. The revision surgery was performed in 99.